Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8991 fibertak's anchor came out completely when the doctor loosened the sutures used to reposition the anchor for repair. This was discovered during a procedure with no patient harm. Additional information has been requested.